Event description:
A pt had experienced pain control that was consistent with the trial, however he had developed new pain at the spinal incision site. The new pain was also noted to be located along the tunnel track to the neurostimulator (ins) site, but not including the ins site. The pt's entire device system was explanted. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).